Event description:
Customer reported that the pump required charging every three days. There was no reported impact to the customer's blood glucose level. The caller declined additional troubleshooting, and the issue was documented with the case subsequently closed without further action.